Event description:
Boston scientific reported lead was explanted due to insulation damage near the terminal pin.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6.5 cm distal to the is-1 connector pin. Other fragments belonging to this lead could not be definitely identified as fragments of three other leads were returned together with this lead. The visual inspection of the returned lead fragment of 6.5 cm length revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the lead was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.